Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 069 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: during investigation, the black box showed evidence of a cs 087 (language file corrupt) errors on (B)(6) 2016 and (B)(6) 2016. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure is written as a ¿cs87¿ failure in the black box. The pump powered on with the returned battery cap. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms were duplicated. The pump case was removed and there was no evidence of moisture or loose components inside pump. A cs 087(069) language file corrupt error was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.